Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable cardioverter defibrillator (ICD) remaining battery longevity projection showed a ten month reduction in longevity between when calculated by the remote monitoring network interrogation and the programmer interrogation performed one month apart. Additional information indicated the discrepancy in longevity estimation was due to the programmer software. The ICD remains in use, the current status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.